Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. Angina, fatigue, headache and hypersensitivity are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a patient had a 3.5x12mm xience alpine rx stent implanted on (B)(6) 2016. While the patient was still in the hospital, they began feeling itchiness, occasional chest pain, occasional headaches, and feeling more tired than normal. Reportedly the cause of the symptoms is unknown. The patient is currently taking plavix and cuminen. The patient thinks they might be having these symptoms as a result of the stent being implanted or as a result of taking the plavix. The patient has received no treatment for their symptoms. No additional information was provided.